Event description:
Received letter from a supermarket with accident report attached advising consumer walked by the vaporizer and burned her hand. Received letter 1/2/97. Called and let message for consumer to discuss incident. Consumer never called back. Sent letter to consumer with copy to store advising the instructons state "steam can cause burns."